Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2024. On (B)(6)2024, the patient reportedly could not remember how much time had passed after the wearable failed, but he passed out the same day and the spouse called paramedics. The patient didn't use anything to monitor the glucose level while not in sensor session. The paramedics were the ones who tested his glucose level when they arrived, and it was 36 mg/dl. The patient was given fast acting glucose and carbohydrates and recovered after treatment. The bg was 74 mg/dl after treatment and the patient declined further evaluation in the emergency department. The patient's condition was normal at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).